Manufacturer narrative:
The event of "capsular contracture, baker grade iii-IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade iii-IV." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: wear abrasion and an opening on posterior. Leak test and microscopic analysis was performed which identified: a striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade iii-IV." Device has been explanted.